Event description:
During a lap gastric bypass, tech handed grasper to dr from back table, once in pt staff noticed insert was missing. Grasper was removed from pt, replaced with new insert, then it was noticed that the insert was loose at proximal end. Fluoroscopic was done but insert was not found.